Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set occlusion troubleshooting indicated issue with the infusion set site. The symptom was noticed 3 or more hours after insertion. No further information available.